Manufacturer narrative:
(B)(4). Date of initial report: 02/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sub-total gastrectomy, the device would give an end-seal tone but would not seal when activated. No patient injury occurred or medical intervention required. Another device was opened to complete the procedure.